Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer used a backup insulin pump as alternate insulin therapy until replacement arrived.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.